Event description:
It was reported that the patient underwent posterior fixation with instrumentation. Eight months later, the patient underwent revision surgery to replace a broken screw (refer to manufacturer report # 1030489200901249). Upon removal of the hardware, the surgeon suspected corrosion so the entire construct was removed. The construct was not replaced at this time. The patient underwent replacement surgery four days later. The surgeon implanted titanium products. No patient complications were reported during replacement surgery.

Manufacturer narrative:
The connector was returned for evaluation. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.